Event description:
It was reported that during a routine follow up visit, review of the lead trends data identified a sudden and dramatic increase in pacing impedance measurements of 600 ohms to over 3000 ohms on this left ventricular (lv) lead. Additionally, a dramatic increase in lv threshold measurements was noted. Consultation with the physician occurred and the device was reprogrammed to lv ring 4 to rv as this presented with a suitable impedance and threshold. Other vectors either yielded phrenic nerve stimulation and high thresholds. The patient will be followed again in three months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.